Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023 at 3:59 am, the patient´s brother heard the patient thrashing around on the bed. The patient´s brother quickly went to assist the patient, he looked at the patient´s phone and he saw "replace sensor" on the cgm. He threw the phone to the side and started treating the patient with juice and sugar. After the patient became more responsive, they took a blood glucose reading around 5:00 am which was 13.6 mmol/l (after treatment). Prior to the event and before going to bed, the patient remembered that the cgm was showing 6.8 or 6.9 mmol/l on the g6 mobile app. At the time of the report the patient was feeling fine. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be low counts aberration. No additional patient or event information is available.